Event description:
It was reported being transferred for the hypercare. The customer stated that her glucose dropped and paramedics were called and treated her with glucose tablets. The customer requested assistance with knowing when the low reservoir alert would occur. Advised the customer that factory setting is 20.0 units remaining. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.